Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that there was water in the meter; he reported that the meter had been in a bag which had got wet when it was raining heavily. He indicated that at approximately 10pm on (B)(6) 2017 he had attempted to use the meter and it would not turn on. The patient manages his diabetes with insulin which he self-adjusts. He reported that he administered 35 units of insulin and made his way to the pharmacy. He indicated that at 10:15pm and had started to feel ¿shaky¿ and had stopped at a (B)(6) store where he bought juice to treat his symptom. He reported that when he got to the pharmacy he was given new test strips but he was still unable to obtain a result on the subject meter. He drove himself home at approximately 12:15-12:30am on (B)(6) 2017. He indicated that he took another 35 units of insulin, had more juice and went to sleep. At the time of troubleshooting, the cca noted that there had been misuse of the meter. During the call, the patient successfully obtained a reading. The patient was advised to call back if experienced further issues with the meter. No products were replaced at this time. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.